Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and ER visit. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s921usqs4cza1. Hardware: sm-s921u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing hyperglycemia following a bolus, with blood glucose levels increasing to approximately 400 mg/dl after an unspecified duration of pod wear on the abdomen. The patient stated that the omnipod 5 system switched to manual mode overnight and that an automated delivery restriction alert had been received. Due to concern for a potential infusion site issue, the patient changed the pod early. The patient later presented to the emergency room (ER) on (B)(6) 2026, due to symptoms of thirst, dizziness, vomiting, and dehydration, and was diagnosed with high blood glucose. Treatment at the hospital included insulin and fluids. The patient was not admitted and returned home the same day.